Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for a device check, high, out of range high voltage lead impedance was observed. A commanded shock was performed and the measured impedance was the same as that at implant. The position was satisfied and no further action was required. There was no negative outcome to the patient.